Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributer to the development of cardiovascular disease.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced an adverse event on (B)(6) 2016. Patient reported that they were in the hospital recovering from triple bypass surgery. Surgery was not related to the dexcom continuous glucose monitoring (cgm) system. There was no alleged device malfunction. Additional event or patient information was no provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.